Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pace impedance over 2000 ohms and high pace thresholds. The lead was found to be fractured, so another procedure was performed to replace the lead. The lead was capped and a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pace impedance over 2000 ohms. The lead was found to be fractured, so another procedure was performed to replace the lead. The lead was capped and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.